Event description:
Per the clinic, the patient experienced a surgical wound dehiscence, an infection (suture abscess) and a tissue necrosis at the implant site, exposing a portion of the implant. Subsequently, on (B)(6) 2025, the patient underwent a revision surgery under general anaesthesia, to irrigate the wound bed and wound closure. However, the issue could not be resolved and the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device on the contralateral ear. The patient also underwent a revision surgery to close the skin with an advancement flap during the same surgery.